Event description:
It was reported that the customer had a low blood glucose level (bg) of 51 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.